Event description:
The pt received a scs system on (B)(6) 2006. It was reported that the pt felt like stimulation is running even though the stimulation is off and the system has not been used for (B)(6). It was confirmed by sjm rep that the stimulation was off. The pt is going to contact the doctor to discuss the problem. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.